Event description:
There were discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated the device result was 450 mg/dl and the pt was given 9 units of insulin as a result; however, the lab measured 30 mg/dl. Reporter did not indicate whether control testing was performed; however, the suspect device will automatically lock if controls are not used. Reporter stated no other information was provided on the alleged event or could be obtained even after several attempts to call the customer. A request was made for the return of ths suspect device and replacement product was sent.